Event description:
It was reported that in situ measurements showed fluctuations of impedance values through time. The patient currently has only 5 electrode channels activated and cannot recognize any sound.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.